Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs / migration of implant"), pelvic adhesions ("lysis of adhesions") and vaginal cuff dehiscence ("repair of previous vaginal cuff incision") in a 48-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent for essure confirmation test". The patient's concurrent conditions included gastritis, low back pain, anxiety disorder, vaginal bleeding, radiculopathy, perineal pain, hepatitis c, scoliosis, uterine bleeding and polymenorrhoea. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced dysmenorrhoea ("heavy painful prolonged menstrual bleeding/dysmenorrhea (cramping)/)/ painful periods"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic adhesions (seriousness criteria medically significant and intervention required), vaginal cuff dehiscence (seriousness criteria medically significant and intervention required), abdominal pain lower ("abdominal cramping"), nausea ("nausea"), menorrhagia ("heavy painful prolonged menstrual bleeding/abnormal bleeding(menorrhagia)"), pelvic pain ("chronic pelvic pain/ constant pain/ pain"), migraine ("migraines / headaches"), fatigue ("fatigue"), abdominal pain ("abdominal pain"), back pain ("back pain"), pain in extremity ("leg pain"), headache ("headache"), intestinal obstruction ("bowel obstruction"), decreased appetite (", decreased appetite"), anxiety ("anxiety") and vaginal haemorrhage ("abnormal bleeding(vaginal)"). The patient was treated with alprazolam (xanax), surgery (hysterectomy with bilateral salpingo-oopherectomy), surgery (exploratory laparotomy; lysis of adhesions in 2016) and surgery (repair of previous vaginal cuff incision). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, pelvic adhesions, vaginal cuff dehiscence, abdominal pain lower, nausea, dysmenorrhoea, menorrhagia, pelvic pain, migraine, fatigue, abdominal pain, back pain, pain in extremity, headache, intestinal obstruction, decreased appetite, anxiety and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, decreased appetite, dysmenorrhoea, fatigue, headache, intestinal obstruction, menorrhagia, migraine, nausea, pain in extremity, pelvic adhesions, pelvic pain, uterine perforation, vaginal cuff dehiscence and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2016, her postoperative diagnosis included- pelvic adhesions. On (B)(6) 2016, pre-operative and post-operative diagnoses- pelvic pain post intercourse, acute pelvic floor disruption. Dehiscene of vaginal incision, status tah, bso and lysis adhesions (B)(6) 2016 secondary to recent intercourse and probable poor wound healing. Diagnostic results: on (B)(6) 2016 ultrasound abdomen revealed echogenic material in the gallbladder probably represents inspissated bile, small stones or sludge. No evidence of biliary duct obstruction. Calcification in the pelvis of the right kidney without obstructive uropathy. It shows enlarged uterus measuring 8.9 x 3.8 x 6,4 cm. There was a hyperechogenic foci within the uterine cavity in the fundal region and in the fallopian tube on the right. The endometrial stripe measured 8 mm. The left ovary measured 2.4 x 2.9 x 2.1 cm and the right ovary was not visualized, note that there was a small cyst on the left ovary as well it appears that the essure coil device was present in the right tube, but there does not appear to be. And evidence of one in the left adnexal region. On (B)(6) 2016 pathology test revealed uterus, hysterectomy: cervix - nabothian cysts. Endometrium - focal atypical hyperplasia with glandular and stroma breakdown. Myometrium - unremarkable. Fundic portion of fallopian tube - essure coils present bilaterally. Left fallopian tube and ovary, salpingo-oophorectomy:atrophic ovary with follicular cysts and fallopian tube with benign paratubal cyst. Right fallopian tube and ovary, salpingo-oophorectomy:atrophic ovary and fallopian tube with benign paratubacyst. Slightly enlarged anteverted uterus with endometrial implants on the posterior surface, atretic ovaries bilaterally, adhesion between the colon and left pelvic side wall necessitating lysis. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dysmenorrhea, abdominal pain lower, pelvic pain, vaginal cuff dehiscence, pelvic adhesions. Most recent follow-up information incorporated above includes: on 25-jun-2018: plaintiff fact sheet was received - reporter and patient demographic added. The following events were provided: abdominal pain, back pain, leg pain, headache, bowel obstruction, , decreased appetite, anxiety, vaginal haemorrhage, did not have confirmation test performed following insertion of essure micro-inserts nos. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs / migration of implant"), pelvic adhesions ("lysis of adhesions") and vaginal cuff dehiscence ("repair of previous vaginal cuff incision") in a 48-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included gastritis, low back pain, anxiety disorder, vaginal bleeding, radiculopathy, perineal pain, hepatitis c, scoliosis, uterine bleeding and polymenorrhoea. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced dysmenorrhoea ("heavy painful prolonged menstrual bleeding/dysmenorrhea (cramping)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic adhesions (seriousness criteria medically significant and intervention required), vaginal cuff dehiscence (seriousness criteria medically significant and intervention required), abdominal pain lower ("abdominal cramping"), nausea ("nausea"), menorrhagia ("heavy painful prolonged menstrual bleeding"), pelvic pain ("chronic pelvic pain/ constant pain/ pain"), migraine ("migraines / headaches") and fatigue ("fatigue"). The patient was treated with alprazolam (xanax), surgery (hysterectomy with bilateral salpingo-oophorectomy), surgery (exploratory laparotomy; lysis of adhesions in 2016) and surgery (repair of previous vaginal cuff incision). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, pelvic adhesions, vaginal cuff dehiscence, abdominal pain lower, nausea, dysmenorrhoea, menorrhagia, pelvic pain, migraine and fatigue outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, fatigue, menorrhagia, migraine, nausea, pelvic adhesions, pelvic pain, uterine perforation and vaginal cuff dehiscence to be related to essure. The reporter commented: on (B)(6) 2016, her postoperative diagnosis included- pelvic adhesions. On (B)(6) 2016, pre-operative and post-operative diagnoses- pelvic pain post intercourse, acute pelvic floor disruption. Dehiscence of vaginal incision, status tah, bso and lysis adhesions (B)(6) 2016 secondary to recent intercourse and probable poor wound healing. Diagnostic results: on (B)(6) 2016 ultrasound abdomen revealed echogenic material in the gallbladder probably represents inspissated bile, small stones or sludge. No evidence of biliary duct obstruction. Calcification in the pelvis of the right kidney without obstructive uropathy. It shows enlarged uterus measuring 8.9 x 3.8 x 6,4 cm. There was a hyperechogenic foci within the uterine cavity in the fundal region and in the fallopian tube on the right. The endometrial stripe measured 8 mm. The left ovary measured 2.4 x 2.9 x 2.1 cm and the right ovary was not visualized, note that there was a small cyst on the left ovary as well it appears that the essure coil device was present in the right tube, but there does not appear to be. And evidence of one in the left adnexal region. On (B)(6) 2016 pathology test revealed uterus, hysterectomy: cervix - nabothian cysts. Endometrium - focal atypical hyperplasia with glandular and stroma breakdown. Myometrium - unremarkable. Fundic portion of fallopian tube - essure coils present bilaterally. Left fallopian tube and ovary, salpingo-oophorectomy:atrophic ovary with follicular cysts and fallopian tube with benign paratubal cyst. Right fallopian tube and ovary, salpingo-oophorectomy:atrophic ovary and fallopian tube with benign paratubacyst. Slightly enlarged anteverted uterus with endometrial implants on the posterior surface, atretic ovaries bilaterally, adhesion between the colon and left pelvic side wall necessitating lysis. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dysmenorrhea, abdominal pain lower, pelvic pain, vaginal cuff dehiscence, pelvic adhesions. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received . Events added are migraine, fatigue, pelvic adhesions and vaginal cuff dehiscence. Patient underwent hysterectomy and salpingectomy for essure removal, therefore previous events perforation and device dislocation were clubbed and updated to uterine perforation. Concomitant disease, treatment drug and lab data was added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") and device dislocation ("migration of implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower ("abdominal cramping"), nausea ("nausea"), dysmenorrhoea ("heavy painful prolonged menstrual bleeding"), menorrhagia ("heavy painful prolonged menstrual bleeding") and pelvic pain ("chronic pelvic pain/ constant pain"). The patient was treated with surgery (to remove the essure implant) and surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, device dislocation, abdominal pain lower, nausea, dysmenorrhoea, menorrhagia and pelvic pain outcome was unknown. The reporter considered abdominal pain lower, device dislocation, dysmenorrhoea, menorrhagia, nausea, pelvic pain and perforation to be related to essure. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.